Event description:
It was reported that the md attempted to insert the guide wire into the artery via the cannula, which did not work. As a result, the md tried again with another set, without success. When trying for the third time, the wire could be inserted into the artery through the cannula. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.